Manufacturer narrative:
Clinical application specialist (cas) was at the customer site for a new installation when the nurse came up and asked for advice. The customer nurse stated that the nbp reading on the philips monitor was not correct on (B)(6) 2018 at 21:18. She stated that the systolic nbp measurements were showing in the 140's except for one reading at 21:15, which showed 58/34. The cuff was the correct size, but the customer was using welch allyn cuffs. After they restarted the nbp, the next reading showed 166/96. The nurse was now taking a manual blood pressure and they were getting systolic readings in the 60's. The patient was in distress. Then they pressed the stat bp and the bp showed correctly with systolic readings in the high 50's to low 60's. Once they restarted the bp and put in auto every 5 min, the value went from 60/50 at 21:33 to 108/74 at 21:36 and 141/124 at 21:41. The nurse was still getting systolic readings in the 60's and the philips monitor was not accurately picking up. At this time, a physician was at the bedside attempting to put an arterial line in the patient. They also were starting a levophed drip to increase her blood pressure. The patient was then admitted to the ICU. A field support engineer (fse) went for onsite service and confirmed that the nbp readings were incorrect. During the investigation of the intellivue x3 monitor, the fse found that the nbp pump assembly was defective and needed to be replaced. After the replacement of the nbp pump assembly the device returned to full functionality. The field service engineer went on site the following week and tested the nbp pump again and the blood pressure was reading correctly. The customer was advised of the investigation results in a customer letter. The problem was solved by replacement of the 453564673781 mx_100/x3 nbp pump assembly by the philips fse which is considered as all that is warranted for this malfunction. The repaired product remains at the customer site. The device failed to work as intended. The customer's issue was caused by a malfunction of the device and was fully resolved by replacement of the nbp pump assembly. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the (nbp) non-invasive blood pressure reading was incorrectly high. Adverse event was reported. Patient was a female, there are no further patient information provided so far. Medical treatment took place.